Event description:
It was reported the lead threshold has gradually increased and measured 3 volts at 1.5 millisecond and the r waves were small. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.